Event description:
The patient called alleging high readings on the lifescan meter. The patient had received high readings of 240-260 mg/dl and did not experience any symptoms at the time of testing. The patient contacted a physician and received advice from the medical professional. The test strips were in good condition and not experired. The control solution had been opened less than the discard date. The test strips failed using the control solution test twice. Based on the information provided, this case is being reported as a malfunction, since the test strips failed using the control solution.